Manufacturer narrative:
Eval summary: eval: the iab was received intact for eval with the balloon completely unfolded. Lab examination on the returned item revealed no defects. Underwater leak testing revealed no leaks in the iab. As a test, the iab was placed in a test chamber having a 75 mmhg back pressure to simulate the pressure within the aorta. The iab fully inflated & functioned normally when attached to the system 97 iabp in the lab. No alarms were triggered on the pump. After 2 minutes of pumping, an inflate/deflate chart was recorded. The chart confirmed that the balloon fully inflated & deflated satisfactorily at 100 & 140 bpm during lab iabp testing. Thus, lab examination revealed no defects in the returned iab. Probable cause of difficulty: no leak was found in the iab. It was not possible to determine the cause of the reported difficulty based on the event description & examination. A false balloon leak (indicated by the pump alarm) may be attributed to one or more of the following: * the pump detected condensation or blood within the line (perhaps from a previous balloon leak). * there was a loose connection between the iab & the pump or between the pump & the safety chamber. Checking these connections may have alleviated the problem. * the iab catheter kinked either within the pt or outside the pt. This kinking may have inhibited the flow of gas into & out of the balloon membrane during iabp causing the pump to sense a loss of gas. * the pump needed servicing. (This follow-up MDR was mailed to the FDA on 6/19/1998).

Event description:
[Event complications]: unk- reported 5/20/98; none- reported 6/17/98. [Pt's current status]: transferred- rpt'd 6/17. On 6/1/1998, datascope received the medwatch form from the FDA; and the following info was reported: upon insertion of the intra aortic balloon, pumping was initiated without a problem for about 10 minutes. Then, the "rapid air loss" alarm sounded from the pump. No blood was noted in the tubing. Augmentation was turned off and autofill was attempted without success. The intra aortic balloon was removed and a second intra aortic balloon was inserted. [Event complications]: unknown - reported 5/20/1998. [Pt's current status]: unk - rpt'd 5/20/1998.